Event description:
Customer reported unexpected negative results on the echo for a patient sample. The sample was run in tube with peg using panoscreen. The sample was 2+ at ahg with cell I (homozygous for c, homozygous for e). Customer had also run a selected cell of panocell 16 lot 50148. The sample was 2+ positive at ahg in peg with cell 4 (negative for c, homozygous for e).

Manufacturer narrative:
Reactivity of the c and e antigens were confirmed on retention crrs(3), lot r037 and crrid, lot ID 111, used by the customer at the time of the event.the customer returned crrs(3), lot r037 and crrid, lot id111, but they were expired upon receipt. Therefore, no testing was performed.